Event description:
On (B)(4) 2014, accessclosure, inc. Received a complaint for damages that was filed in the allen county, indiana superior court, which contained the following allegations: between (B)(6) 2012, the patient complained of significant pain on her right calf which later escalated to "severe." During this time, the patient massaged and applied heat to the area in an attempt to control the pain. On (B)(6) 2012, the patient's morphine dose was doubled after reporting considerable pain. In addition to blood flow not being restored, the physician noted the presence of abnormal air bubbles in the soft tissue over the right medial thigh and lower leg. A three-compartment fasciotomy was performed. A clot was retrieved from the distal superficial femoral artery where an embolectomy had previously been performed. A portion of the tibial artery was damaged during surgery and the tibial artery was pulseless. A vein graft was used to bypass a segment of the artery that was occluded. Four intraoperative arteriograms were performed. The patient received intravenous heparin and six units of packed red blood cells during surgery. On (B)(6) 2012, the pathology report from the patient's embolectomy procedure performed on (B)(6) 2012 showed "four elongated segments of dark red-brown blood clot ... Labeled as right popliteal embolectomy." One slide was examined and revealed an "organizing thrombus with polarizable gel-like foreign body material" that had a "blue amorphous appearance by light microscopy and is polarized by a polarized light." It was determined that the cause of the arterial thrombosis on the patient's right lower extremity appeared "to be, at least in part, due to the mynx closure system used during the heart catheterization." The patient had a significant drop of hemoglobin and platelet count. A thrombophilic work-up revealed normal results. On (B)(6) 2012, the patient had ongoing cyptenia and was diagnosed with compartment syndrome. Following the surgery performed on (B)(6) 2012, the patient's metabolic panel values were abnormally high and the patient developed abdominal distension and vomiting. On (B)(6) 2012, the patient had a colonoscopy. The indication for the procedure was "gi bleed, bright red, requiring blood transfusion." The patient's entire colon was reportedly "full of blood with clots, but the colonic mucosa from the rectum to the cecum was grossly normal. In the cecum there was an immobile clot with adjacent possible ulcerated mass. There was some oozing around the mass as well." The ulcerated material was biopsied several times. The biopsied tissue revealed "fragments of necrotic material, scattered neutrophils, and cellular ghosts." No malignancy was present in the biopsy material. On (B)(6) 2012, the patient's hemoglobin dropped to its lowest point since hospitalization. On (B)(6) 2012, an esophagogastroduodenoscopy performed revealed a mild irritation at the gastroesophageal junction. A colonoscopy performed that day (the patient's second colonoscopy), revealed that a large, adherent clot in the cecal area was partially removed. Beneath the clot, the physician noted that the mucosa was blanched, friable, and ulcerated. The pathology report for the biopsied colon material was non-definitive describing only blood and fibrinopurulent exudate material. On (B)(6) 2012, the patient experienced substantial bleeding requiring numerous transfusions. On (B)(6) 2012, a third colonoscopy on the patient revealed large, patchy erosion with friable mucosa in the cecum. A shallow ulcer with patchy erosion was noted just distal to the ileocecal valve. No active bleeding was evident. On (B)(6) 2012, the patient was taken back for surgery for debridement of skin, subcutaneous tissue, fat, muscle, and fascia in the right lower extremity. The patient's lateral right lower extremity had myonecrosis. All demarcated necrosis was removed from the patient's leg. Underlying the superficial, debrided tissue was muscle that had very little, if any, blood flow. Those muscles were debrided to a deep level. The surgeon concluded that the fasciotomy wounds revealed quite profoundly severe underlying muscle necrosis from the original injury. The surgeon also suggested that amputation of the damaged extremity "should be highly considered as an appropriate course for the patient." On (B)(6) 2012, after consulting with an orthopedic doctor, the patient decided not to undergo the proposed amputation of the right lower extremity. On (B)(6) 2012, the patient underwent further debridement of the right leg wounds. The patient's posterior tibial artery was thrombosed. Visible dead tissue was also removed from that area of the wound. On (B)(6) 2012, the patient's right leg began to hemorrhage and the patient went into shock. The physician re-opened the medial leg wound and discovered that the bleeding was coming from the vein graft that had been previously placed near the popliteal artery below the knee. A suture was placed on the vein graft and the bleeding stopped. An x-ray performed after the patient developed decreased right breath sounds, revealed a large right pneumothorax with a leftward shift of the mediastinum. A right thoracostomy tube was surgically placed in the patient. It was noted that over the course of the following two weeks, the patient's clinical condition gradually stabilized. The patient remained hemodynamically stable and the laboratory values were stable. On (B)(6) 2012, the patient was discharged from the hospital and transferred to an acute care. While at the facility, the patient required intermittent blood transfusions. The patient underwent closure of her wounds with skin grafting subsequently performed by the plastic surgery service. The patient was discharged home on (B)(6) 2013. On (B)(6) 2013, a plastic surgeon noted that all the fasciotomy wounds had healed. Between (B)(6) 2013 and (B)(6) 2014, the patient has undergone therapy with a physiatrist.

Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the mid femoral head in the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access and the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that hemostasis was not achieved with the mynxgrip vascular closure device 6f/7f. Manual compression was applied for approximately 15 minutes. The patient's discharged date was not provided. On (B)(6) 2012, the patient returned to the hospital complaining of pain in her lower right leg (same side where access was obtained for the original procedure). A follow up angiogram revealed blockage in the popliteal artery of the right leg. The physician attempted to aspirate the blockage but was unsuccessful. The patient was sent to a vascular surgeon who performed surgery to remove the blockage from the popliteal artery and "removed a long string of clot and a fibrous light colored material which was identified as the mynx sealant". On (B)(6) 2012, it was noted that full flow had not returned to the patient's right leg, therefore a thrombolysis was performed. On (B)(6) 2012, a thrombolysis re-check was performed. It was decided that blood flow had not been restored to satisfaction therefore, a femoral-popliteal bypass surgery was performed. A fasciotomy was also performed due to possible compartment syndrome. No further information is available.

Manufacturer narrative:
Aci couldn't obtain further information regarding the patient outcome.

Event description:
On (B)(6) 2012, the aci sales professional reported that he was told that the patient is still in the hospital and the patient has had further complications following the femoral-popliteal bypass surgery. The physician is considering amputation of the patient's lower leg/foot.

Manufacturer narrative:
Additional information is being provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the failure to achieve hemostasis was most likely caused by sealant inadvertently deployed into the artery. A review of the lhr was not possible as the lot number was not provided.